Manufacturer narrative:
The device was inspected by a dräger service technician after the reported event. The technician replaced the motor assembly of the ventilator and the fresh gas flow meter and downloaded the electronic log file which provided basis for further analysis. The reported issues could be confirmed by means of the information stored in the log. For the ventilator failure: two error codes indicating a slow and stalled ventilator motor indicate that the 13 year old motor had reached the end of its expected lifetime, which, based on average use conditions, is 10 years. The fabius detected the deviation and reacted as specified for this situation by posting an audible and visible ventilator fail alarm. In this case manual ventilation and monitoring will still be available to continue the case. For the high system leak: the technician determined that a leak at the lower connector of the flow meter was the root cause for the reported event. A relevant leak will be detected during the mandatory leak test prior to use. If the leak occurs during use volume- and pressure monitoring ensure that the user is permanently informed about the actual ventilation performance and that corresponding alarms would be issued in case the set alarm thresholds are exceeded. The number of similar cases, related to the same root cause(s), is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the fabius gs posted a ventilator failure alarm and a high system leak during a case. There was no injury reported: